Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Pacemaker replacement was performed on (B)(6) 2016. After the procedure was completed, the physician programmed the rate response with g sensor, and then he activated the apnea monitoring. The lead was a unipolar lead. Reportedly, during the lead test to check the polarity, the pacemaker stopped pacing, and it was impossible to reprogram the polarity from bipolar to unipolar. As a consequence, the patient rhythm was very slow, leading to a prodrome.

Manufacturer narrative:
(B)(4).

Event description:
Pacemaker replacement was performed on (B)(6) 2016. After the procedure was completed, the physician programmed the rate response with g sensor, and then he activated the apnea monitoring. The lead was a unipolar lead. Reportedly, during the lead test to check the polarity, the pacemaker stopped pacing, and it was impossible to reprogram the polarity from bipolar to unipolar. As a consequence, the patient rhythm was very slow, leading to a prodrome.